Event description:
It was reported that the patient re-entered the hospital from the operation on gastric sleeve. Due to pneumoperitoneum caused by bleeding in the staple line. A new surgical procedure was performed.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was provided: could you please clarify if it was a leak or a bleed? It was a bleed. How soon after the initial procedure did the leak or bleed occur? Immediately. What diagnostic procedures were done to diagnosis the bleed/leak and pneumoperitoneum? None. What was intervention was done? Reforzar con clips (reinforce with clips). An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.